Event description:
It was reported that during a peripheral stenting procedure, a stent moved on the balloon. Vascular access was obtained via the right femoral artery. The 60-70% restenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. The 8.0x60x135 express ld stent delivery system was advanced the target lesion when the physician noted that the stent looked "a little off." No attempts to deploy the stent were made. The physician advanced the sds further to look at the stent and was "not comfortable" with the view of the stent. The sds was withdrawn and after withdrawal the physician noted that the stent had slipped on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).